Event description:
User reported a low glucose event. The following example set was provided: on (B)(6) 2025 2:00 pm mt / sg 96 mg/dl - bg 64 mg/dl. After dms review, we confirmed the following information at the time of the event: on (B)(6) 2025 2:00 pm mt / sg 96 mg/dl - bg not entered. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of event provided, but the user confirmed receiving a low glucose alert after taking her fingerstick. Further dms review confirmed that user received a low glucose alert at 2:29 pm mt when the sg was at 65 mg/dl. The user didn't seek for medical treatment and resolved the event by eating. User's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving a low glucose event on 31 may 2025 at 02:00 pm where user's sg was 96 mg/dl and bg was 64 mg/dl. A review of the alert history revealed that the user did not receive a low glucose alert around the reported time as user's sg was above the low alert threshold 65 mg/dl. In an associated case for the user's complaint about sensor inaccuracy, a review of the raw sensor data showed transient optical instability, which is likely due to early wear adjustment of the system following insertion on 23rd march 2025. The user was advised to keep using the system and was educated on the expected behavior during the early wear period. A review of sensor data from the two weeks following the event confirmed good agreement between sg and bg values. B4.date of this report 15 july 2025. G3.date received by the manufacturer? 15 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.